Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was not reported. On (B)(6) 2019 the patient¿s daughter was calling because the patient¿s current physician was going to be retiring and they were looking for assistance in finding a new pump managing physician. During the call, the reporter stated that the patient had a pocket fill in the past and had almost died from it. It occurred when another physician was temporarily taking over the patient¿s pump refills. The reporter thought the event occurred in 2014. No further complications were reported/anticipated.